Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found seven new alarms related to low pressure, electrical failure, a possible sudden peak in the primary motor's current, and an inadvertent alarm during data extrraction. Visual inspection of external components found no abnormalities. Visual inspection of internal components found no abnormalities except primary motor was difficult to rotate by hand. Freedom driver passed all functional testing for acceptance at incoming inspection. A primary motor high-resistance test was performed due to observed difficulty rotating primary motor by hand. This test was performed by adding resistance to the normal operation of the driver by kinking the drivelines; no failure was observed. Additionally, the test was performed by applying friction directly to the primary motor resulting in the motor not performing as intended and stopping with a small amount of friction as well as alarming. An additional observation run was performed where a dragging noise was observed coming from the primary motor that diminishing over time. After 96 hours of operation, driver's beat rate dropped out of specification and alarm resulted. Failure investigation for this complaint confirmed the reported issue. The complaint was replicated during testing; the root cause of the unresolvable fault alarm was determined to be a defective primary motor. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Freedom driver did not function as intended. Patient was switched to a backup driver without any reported adverse impact. The freedom driver passed all functional testing at incoming inspection and during investigation testing. Complaint could not be replicated. The failure investigation found no evidence of a device malfunction. Device was not in use by a patient at time of complaint.